Event description:
During a retrospective review of service notifications, it was found that during an unspecified study, the 18l6 hd transducer generated a triple image artifacts and caused the system to lock up. The reported patient outcome was delay of diagnosis. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report was returned to siemens for evaluation. It was found during destructive analysis that the amb hv2701 chip was burned and the burned chip (b-board u3/9/15) had overheated. The image artifact that was observed was reproduced and the cause was a transducer hardware fault (ic chip damage inside the transducer handle). Related pcb design changed and implemented in (B)(4) 2016. This was a pre-corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.